Manufacturer narrative:
(B)(4). Event is still under investigation at this time. Blank fields on this form indicate the information is unknown or unavailable. (B)(4).

Event description:
During an implantation of the upicds in the right basilic vein of the (B)(6) year old female patient with chronic pain due to slipped disc (l5 - s1), the device was leaking from the catheter. Additional information provided stated there was leakage from both connectors during the catheter maintenance (flushing); which occurred on (B)(6). The line was replaced. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, specifications, and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device reported 13.4cm of catheter remained; the clear extension tubing exiting the purple hub had a visible hole adjacent to the purple hub; the device was returned with a clear connector that had a taper attached to the hub. It would readily screw on and off the hub. There was no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. Based on the investigation and information provided, a definitive root cause cannot be determined. We will continue to monitor for similar complaints. Per the risk assessment no further action is required.

Event description:
During an implantation of the upicds in the right basilic vein of the (B)(6) female patient with chronic pain due to slipped disc (l5 - s1), the device was leaking from the catheter. Additional information provided stated there was leakage from both connectors during the catheter maintenance (flushing); which occurred on (B)(6). The line was replaced. The patient did not experience any adverse effects due to this occurrence.